Event description:
It was reported that the external pulse generator (epg) displayed an error code. Technical support (ts) explained that the epg self-test had been interrupted upon start up when 0004 initially presented itself, probably due to a depressed key or pressing the pause key. Ts stated that the epg is working as designed. Ts had the caller force a 0004 error by powering on the epg and pressing the menu key during the self-check. Biomed was able to clear the error and power on the epg without any issue. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).